Event description:
A surgeon reported that he had occlusion issues with different handpiece during surgery. There was no pt impact. Add'l info was received from a company rep who reported that after reviewing and adjusting the parameters with the surgeon, the event was resolved. Add'l info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).